Event description:
The physician reported during an aneurysm coiling, he went to reposition the coil and felt the coil break at the detachment zone. The physician reported the broken portion of the coil blocked the middle cerebral artery (mca) and subsequently caused the pt to stroke. The physician did not disclose the medical or surgical intervention needed in order to treat the pt. The physician reported the pt's condition is unsatisfactory at this time, and that the pt's prognosis is unable to de determined at this time. The physician did not supply boston scientific with any additional info regarding the pt's outcome.

Manufacturer narrative:
The device in question was not returned to boston scientific, as it was discarded by the hosp. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further, significant info becomes available, a supplemental report will follow.